Event description:
A coronary stent with delivery system was successfully advanced to an unspecified target lesion site in the pt's body. Upon the initial inflation attempt, the balloon ruptured at 6 atmospheres of pressure. Subsequently, the sds was withdrawn from the pt without complication, and another balloon catheter was utilized to successfully expand and deploy the stent. There were no additional complications reported to this event.